Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and the insulin pump was under delivering. The customer¿s blood glucose level was 400 mg/dl. The customer was alleging insulin pump was under delivering as the customer had repetitive high blood glucose level. The customer removed reservoir, rewound, reinserted reservoir and ran manual prime and filled tubing with current set and insulin exited. The customer reported that the drive support cap was appeared to be normal. The reservoir will not return for analysis.